Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/10/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/23/2015 with the following findings: the black box shows no evidence of loss of prime, all ¿cs162¿ warnings are associated with cartridge changes. The returned battery cap and cartridge cap were used. "Ez-prime¿ steps were performed correctly, no ¿cs162¿ warnings or any eaw occurred during the investigation. The product performs within specifications. Investigators were unable to duplicate ¿loss of prime¿ complaint. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.